Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of malfunction of "channel a not responding" was confirmed during product evaluation. This condition was caused by defective channel a select key. The channel a pumphead module assembly was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of channel a does not respond at all. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.